Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records conducted by the original equipment manufacturer confirmed that all manufacturing specifications as set out in the device master record (dmr) were met prior to its release and no issues recorded. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the panel display power up, the led lights illuminated a couple of minutes but the display had no image. No case reported; therefore, there was no patient involvement